Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The mobile power unit (mpu) (serial number: (B)(6) was not returned for analysis; however, a log file ((B)(4) was submitted for review with events spanning approximately 7 days ( (B)(6) 2021 per the timestamp). Two total loss of ac power events coincident with power cable disconnect, no external power and low power hazard alarms were active on (B)(6) 2021 from 08:30:56 ¿ 08:31:14. These alarms appear to be caused due to a loss of ac power while connected to the mobile power unit (mpu) and are consistent with the reported event of the patient unplugging the mpu from the wall outlet. The no external power alarms activated due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The backup battery supported the system during these events. The alarms cleared once power was restored, and pump operation was not affected. The alarm cleared shortly after activating. No other notable alarms were observed in the log file. Additional information provided on 23nov2021 stated that the mpu has a v-lock connector on the ac power cord, the cord came loose at the wall, there were no environmental circumstances that affected ac power at the time of the event, and that the mpu would not be returned for evaluation. The root cause for the reported event was due to the patient disconnecting the power cord of the mpu from the wall; however, the root cause for the patient disconnecting the cord from the wall was unable be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage hazard, power cable disconnect and no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii IFU under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was seen for an urgent visit on (B)(6)2021 when they were found to have severe kinking/twisting to their driveline proximal and distal to the modular cable connection. Upon review of the patient's log files, technical services found events of low voltage hazards and no external power back to back on (B)(6) 2021 at 8:30 am and 8:31 am. Both of these events occurred while the patient was using their mobile power unit (mpu). The external backup battery engaged until the mpu restored power. The patient confirmed that the loss of power was due to their mpu cord having been accidentally pulled out of the wall outlet.